Manufacturer narrative:
D9: 6/5/2025. One device was received for evaluation. Visual inspection was performed. The event history log was reviewed. Functional testing was performed. It was determined that the defective downstream occlusion (dso) was the root cause. The dso was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette sensor error. The event happened during testing and no patient involvement was reported.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.